Manufacturer narrative:
Report source: germany. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Citation: stavros oikonomidis, rolf sobottke, hans-joachim wilke, christian herren, agnes beckmann, kourosh zarghooni & jan siewe. A prospective clinical study. Material failure in dynamic spine implants: are the standardized implant tests before market launch sufficient? European spine journal (2019) 28:872¿882. Https://doi.org/10.1007/s00586-019-05880-y. Event summary: in three prospective studies, patients were treated due to degenerative disease of the lumbar spine or spondylolisthesis with lumbar interbody fusion and dynamic stabilization of the cranial adjacent level. The cd horizon balanc rod was implanted in 45 patients. A prospective clinical study was conducted. The study investigated clinical and radiological outcomes after lumbar spinal fusion with topping of using the cd horizon balanc rod system (medtronic, minneapolis, USA). Inclusion criteria were: 1. Degenerative disease or spondylolisthesis of the lumbar spine with indication for lumbar fusion (osteochondrosis modic grades I¿iii or spondylolisthesis meyerding grades I¿iii). 2. Radiological signs of degeneration without instability at the level cranially adjacent to the intended fusion (pfrrmann grade 2¿4). Reported event: a fatigue fracture of the material of the topping of system has been found in five cases (11%) for the group fitted with the cd horizon balanc rod and was verified at 4, 7, 9 months, 1 year and 2 years postoperatively during routine follow-up. Four cases had undergone mono-segmental and one case bi-segmental lumbar spinal fusion with dynamic stabilization of the cranial adjacent level.